Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The noise on the electrogram has a chaotic and railing signal. The patent was asleep at the time of the shock. Technical services discussed some testing to do for noise. In-office testing could not reproduce any noise. The sensing vector has now been reprogrammed from the primary sensing vector to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.